Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The IFU states the following: advance ez-io needle set and release trigger. Pediatrics: release trigger when sudden "give" or "pop" is felt, indicating entry into medullary space. Adults: advance ez-io needle set approximately 1 cm after entry into medullary space; in proximal humerus for most adults catheter should be advanced until needle hub is flush or against the skin (this may be more than approximately 1 cm). 7. Stabilize needle set hub, disconnect ez-io power driver, and remove stylet. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was manufactured in 12/2019 and is approximately 1.5 years old. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation purposes. The complaint root cause cannot be established. The complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Customer contacted cs on march 17th stating that they had attempted to use a needle on a patient that was in cardiac arrest. They noticed that the needle had been bonded together so they were unable to use it. I reached out to the customer on march 18th but did not receive a response until april 7th.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer contacted cs on march 17th stating that they had attempted to use a needle on a patient that was in cardiac arrest. They noticed that the needle had been bonded together so they were unable to use it. I reached out to the customer on march 18th but did not receive a response until april 7th.